Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.

Event description:
It was reported that the device failed rate accuracy and calibration. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of will not calibrate. Technical support -- mechanism assembly: 1. Recommended customer replace the bezel assembly. 2. Customer would like a quote to send in for repair. 3. Emailed customer our fixed level pricing. 4. Customer will call back with po. 5. Ended call. Serial number was not provided therefore a review of the device history record cannot be performed. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : no product returned.

Event description:
It was reported that the device failed rate accuracy and calibration. No additional information was provided. No patient involvement was noted.

Event description:
It was reported that the device failed rate accuracy and calibration. No additional information was provided. No patient involvement was noted.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified. A serial number was not provided therefore a review of the device history record cannot be performed.